Event description:
Additional information was received on 08/11/2025: another ar-3636h self-bunching 1.8 knotless hip fibertak soft anchor from the same lot was opened to complete the case. The case was delayed by only a couple of minutes to retrieve the additional implant. No report of additional anesthesia being administered, and no adverse effects were noted.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling of the device. Dfu-0054-eo: preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the device, are important considerations in the successful utilization of this device. The appropriate arthrex delivery system is required for proper implantation of the device. The complaint allegation could not be confirmed as the device was not received for investigation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via email that an ar-3636h self bunching 1.8 knotless hip fibertak soft anchor experienced a malfunction during use. Following pre-drilling with a flexible 1.9 mm drill, the surgeon inserted the anchor through the guide. Upon removal of the guide, the shuttle stitch detached from the anchor body before anchor deployment. The anchor body was implanted, but the detached sutures were discarded. The case was completed with no further details. This was discovered during a hip labral repair procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested on 07/30/2025.